Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315), no image. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the scope communication error (e216) that appeared on the screen could not be determined. In addition, the incompatible scope error (e315) and the no image issue were traced to a corroded plug unit in the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the colonovideoscope had scope communication error e216. There was no patient involvement.